Event description:
A malfunction alarm was reported on the pump by the caller. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.